Manufacturer narrative:
Product ID 3093-28 lot# v744240; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s battery location was moved higher by the healthcare provider since the patient was sitting on the battery. Since the patient was in the operating room, it was decided to replace the battery as well. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient was doing ¿fine.¿